Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the customer reported that the tissue on one side of the sureform 60 stapler moved while firing. Customer requested a log review. Onsite logs did not reflect any system or stapler related issue. Customer explained the tissue moved during the stapler firing and the tissue was bunched up on the one side of the stapler instrument. The reporter explained there was no patient injury. The surgeon completed two follow up stapler fires of the stapler 60 with black loads with no issue. The procedure was completed with no reported injury. Isi followed up with the reporter and obtained the following information: the surgeon was performing a sleeve gastrectomy procedure. The stapler had fired correctly on the first try and the reported issue occurred with the second firing. The surgeon was clamping stomach tissue in the jaws at the time of the incident. Upon firing the stapler, the tissue bunched up and the staple line was a bit deformed. The surgeon used the same stapler again with a brand new reload and went just inside the previous misfire area and properly stapled the stomach. The stapler was used a few more times after that with no further issues. The surgeon was able to complete the case safely with no injury or harm to the patient. A leak test done which came up normal. The roco believes that the issue may be due to the black reload whereby the tech did not properly seat the staple load, or it could have been a defective staple load. There was no collision or contact with other instruments when the issue occurred. Buttress material was not used. There was no chemotherapy and radiation in the tissues observed. He was unsure whether there was tissue tension at the time of the incident.

Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Instrument log review showed that sureform 60 with pn: 480460-09 and lot number: l 92200323-0317 was last used on (B)(6) 2020 on system sk 2044 and had 5 lives remaining. It has not been reused in subsequent procedures.